Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported battery event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the omnipod personal diabetes manager (pdm) battery was swollen. It was also reported that the battery was not holding charge and only lasting 20 minutes.